Manufacturer narrative:
(B)(6). Eval summary: analysis of the returned catheter found lifting of a single scoring element ring and distortion of the scoring element struts. There was distal bond peeling around the lifted scoring element ring. All pieces of the distal bond material were confirmed to be present. Results: scoring element. Conclusion: there was a deformity of the scoring element struts, which likely resulted in the observed distal bond disruption and distal bond peeling around the lifted scoring element ring. The distal bond disruption and peeling observed for this device is not the same as what has been reported for the distal bond failure on the 0.018" otw platform. Due to difference in construction between the 0.014" rx and 0.018" otw platform, the company concluded that these failure mechanisms are distinguishable. The customer reported that the product problem was detected prior to use in pt and the catheter was not used in a pt or procedure. Thus, was no pt involvement.

Event description:
When the device was brought to the workbench, we found the following: cutting wires do not lie tightly against the balloon, stick out, and seem to be somewhat deformed at the distal end, so that there exists a risk that the serpentine vessel and the stenosis cannot be passed. Therefore, the decision was that this accessory will not be used.